Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. A scratched display window, scratched case, cracked reservoir tube lip and missing end cap sticker also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
Customer stated her insulin pump was alarming no delivery during the rewind process. Customer's blood glucose level is unknown. Customer stated that the drive support cap is sticking out. Adivsed the customer to revert back up plan. Nothing further reported.